Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced two episodes of mesh extrusion and underwent mesh excision. The patient was referred to another hospital for further mesh extrusion. The mesh was excised and oestrogen cream was given. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.